Event description:
A pt reported blood glucose results of "60 mg/dl, and 118 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision . The meter, test strips, and control solution were replaced.